Event description:
The customer reported that the device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of pt involvement. The battery was evaluated at philips and the failure was confirmed. Philips sent the customer a new battery which resolved the failure.